Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 441 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin pump had insulin flow blocked alarm on multiple sets. Customer stated that they already changed everything but was still getting flow block alarm. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. The insulin pump will not be returned for analysis.